Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted in the returned video, that the two reloads could be seen inside a tissue cavity. Both reloads were clamped on tissue. The I beam on the right side reload was partially advanced. A staple line could be seen next to the right side reload. A suture could be seen applied to the staple line. The I beam on the left side reload began to advance. The I beam on the left side reload fully advanced. The I beam was retracted. The left reload was unclamped and removed. A grasping instrument could be seen in the tissue cavity. Inspection in the returned image was noted that the reload inserted into a trocar could be seen. The jaws were clamped on resected tissue. The reload did not appear connected to another device. It was reported that there was difficulty to load the reload, difficulty to remove the instrument from the trocar, the device was locked on tissue and the device was partially fired. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure; the device closed on tissue and locked. The scalpel moved only a few millimeters without activating the shot and then locked. The procedure was extended by an hour as a result. Another powered shell, adapter and reload were assembled and stapled to the side of the trapped reload to free it. After the adapter was removed from the reloader while it was closed, new reloads could no longer be mounted, and the adapter was found to be broken.